Event description:
It was reported that the ilet user experienced rapid and unpredictable blood glucose fluctuations and feared severe hypoglycemia; the user treated with oral glucose (juice and gummies) and snack food, which led to rapid changes that the system responded to with corrective insulin, and the pump subsequently stopped delivering insulin as designed. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 195 mg/dl. Outcomes included minor injury with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.